Event description:
It was reported by the customer that "ivad needle tubing splinted and secured on a small nicu armband to keep straight. Patient not moving about but mom noted armband saturated again and nurse assessed that small hole/break at connection of tubing to female end to cap. Removed needle and had to access again to infuse heparin for discharge." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.